Event description:
It was reported by the patient's wife that he was in the hospital with his 4th lead fracture. The wife also reported the patient has severe congestive heart failure "and will be hospitalized for a while until it can be replaced." Review of manufacturer's database revealed the patient died. Follow-up with the clinic reported that when the patient was hospitalized with congestive heart failure in 2009, the lv (left ventricular) lead was noted to have no capture at the highest output, "indicating possible lead dislodgement." No fracture of the lead was noted, and the clinic had no documentation on any previous lead fractures. The cause of death has been requested and not received. There is no allegation by a hcp that the death was lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested, but has not been received. It is not known if the device was explanted post-mortem.

Event description:
It was reported by the patient's wife that he was in the hospital with his 4th lead fracture. The wife also reported the patient has severe congestive heart failure "and will be hospitalized for a while until it can be replaced." Review of manufacturer's database revealed the patient died. Follow up with the clinic reported when the patient was hospitalized with congestive heart failure in 2009, the lv lead was noted to have no capture at the highest output, "indicating possible lead dislodgement." No fracture of the lead was noted and the clinic has no documentation on any previous lead fractures. The cause of death has been requested and not received. There is no allegation by a hcp that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was lead related. The cause of death was requested but has not been received. Event description continued - additional information was received from the wife reporting her daughter had told her the patient's device had been turned off approximately 3 weeks before the patient's death. Follow up with the clinic reported that in 2009, at device check, the lead impedances were stable. In 2009, when no lv capture was reported, the lead impedances remained stable. The clinic had no record of the device having been turned off. Evaluation summary: no anomalies found. Proximal segment returned and analyzed.